Event description:
It was reported that during a supply change the inset 6 mm, 23 in infusion set adhesive folded over on itself. The agent guided the user to restart the supply change and complete troubleshooting and education, with no device alerts or alarms reported. No reported symptoms or clinical effects. Outcomes included no adverse impact and no hospitalization. Investigation included customer interview and troubleshooting focused on infusion set deployment. Investigation of this case revealed user handling issues consistent with incorrect infusion set deployment, with the infusion set/adhesive component implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set change.